Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported 3 false positive results on the alinity m sars-cov-2 assay. The customer retested the samples on another system and got negative results. The customer retests every positive result reported from their alinity m instrument. A valid quality control was available. The false positive results were not reported to the patients, so there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. There were no abnormal curves observed for positive results within the results logs. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430 and the components was performed. Review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430 did not identify any issues which could result in the reported complaint. The quality control (qc) testing met all acceptance and validity specification criteria. No issues related to the reported complaint were reported during qc testing. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430. The complaint history review identified (1) additional complaint related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430. The ticket is open, elevated, and is currently under investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516430 was not identified.